Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the emergency room in cardiac arrest. CPR and external defibrillation were administered. Pulse generator interrogation revealed a diagnostics anomaly and a possible loss of capture which were thought to be caused by the external defibrillation; no patient symptoms were reported as a result. A software download successfully restored the device. All electrical values were normal and the patient would continue to be monitored.